Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required as the sensors received were expired. No needle break anomaly could be verified as only the sealed sensors were returned and not the used sensors.

Event description:
Customer reported that the sensor needle broke on two occasions during insertion. Customer stated that she though the sensors might be bad but now she thinks that the serter could not be inserting properly. Customer stated that the needle was broken at the tip and one portion of the cannula pilled back about 1/16 of an inch. The sensor was inserted on the left side of the abdomen. The needle was not hard to remove, but it was painful. Customer pulled the sensor out and it all came out in one piece; it is no longer in her body. Customer stated that there is no pain or irritation on the site currently. Nothing further reported.